Manufacturer narrative:
(B)(4). Pump passed the displacement test but motor error alarm during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. No failed battery test alarm noted. Motor passed motor test. Pump received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor was louder during rewind, failed battery test, scuff marks on screen and no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.